Event description:
The pt reported that the meter was not turning on. During troubleshooting, the meter turned on, but it shut off before the 2 mins were up (automatic shut off time). The pt reported that the last time she used the meter was about 4 months ago, but it failed to turn on about a month ago. She took herself to the hosp and was admitted there for a day. She does not know what treatment she received at the hosp and there is no further info provided regarding the hosp visit. She was experiencing chills, and was weak. Her blood glucose was tested on another meter with a result of 70 mg/dl. It is not clear if this was during the time she was in the hosp. It is also not known if the pt had attempted to test her blood glucose on the subject meter at the time of concern. This complaint is reported as an adverse event because the pt may not have been able to test her blood glucose levels on the subject meter, was admitted to the hosp, and given treatment. A replacement meter, control solution, and test strips were sent to the lay use/pt.